Event description:
"Caller alleged discrepant precision results compared with the same meter. Results as follows:" date: (B)(6) 2012, inratio: 1.5, inratio: 3.1. Time elapsed between each method of testing is five minutes. Patient's therapeutic range is 2-3.

Manufacturer narrative:
Patient took longer than 15 seconds to apply sample. Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr: 1.5, 2nd inr: 3.1, mean: 2.30, %cv: 49.19. Since %cv is more than 20%, the test failed the criteria for precision. Reviewed reference test on reported lot 274162. In-house therapeutic donor testing has been performed on reported lot# 274162 on (B)(6) 2012. Results as follows: donor: (B)(6), inratio: 3.2, 3.3, 3.0, reference: 2.60, %cv: 4.82, donor: (B)(6), inratio: 3.6, 3.6, 3.6, reference: 3.31, %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. (B)(4). Strip lot in complaint has strip code 3w084, which brick lot number 257218 was assigned and packaged into strip lots (274162, 274163, 274164, 274161, 274165, 274167, and 274166). (B)(4), no further action is required. Corrective action is not required at this time.